Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv polarity was changed and the physician reprogrammed to non adaptive cardiac resynchronization therapy (crt). A few weeks later, the adaptive crt was reprogrammed on and the following day, the patient experienced diaphragmatic stimulation. The lv polarity was reprogrammed and the stimulation threshold was also reprogrammed. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.